Manufacturer narrative:
Eval is in progress, but not yet concluded. The field service rep (fsr) stated the perfusionist (ccp) had verified all settings, supply gases and downstream tubing and the system still would not calibrate. The fsr advised the ccp to use another system. The fsr verified the failed epgs calibration on the logs. The fsr attempted calibration of the epgs and it passed, but just above the minimum mv threshold. The fsr verified occurrences in the logs with technical support to confirm a failing o2 sensor. Per technical support, review of the data logs found a failing oxygen (o2) sensor. The o2 sensor millivolt (mv) reading was falling below the 504 mv minimum during calibration. The fsr installed a new epgs, performed preventive maintenance (pm) which resolved the failed calibration issue. The unit operated to MFR specs issue. The unit operated to MFR specs and was returned to clinical use. The suspect epgs was returned to the MFR for further eval. The software data logs were received on 11/04/2014 by the MFR for further eval.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) failed to calibrate. The device was changed out, as they failed on the blood parameter monitor (bpm) to monitor (bpm) to monitor oxygenation. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.